Manufacturer narrative:
Correction: please retract this report as the serial number was unknown. The same issue was reported on 2017865-2019-17556 with the correct model and serial.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.